Event description:
Customer reported inconsistent rh reactions in 3 pt samples, between tube testing, dias, and the galileo when using anti-d series 4 reagent. Pt 1 was tested on the dias and the rh was reported as negative. Confirmation testing was negative. This pt was a known rh positive. Customer stated this pt was later tested by another facility using the provue instrument and received a 2+ reaction. Pt 2 was tested on the dias and rh was reported as negative. Customer reported that testing at another facility using ortho reagents was rh positive (2+). The sample was later tested on the galileo; a ntd (no type determined) was initially received, but repeat testing gave a negative result. Pt 3 was tested on galileo and reported as rh negative. Customer stated that initial testing on the galileo yielded an ntd and the repeat testing gave a negative reaction. Tube testing was performed and immediate spin testing was weakly positive and a 15 min room temperature incubation yielded a 3+ reaction.

Manufacturer narrative:
The customer would not provide lot number or expiration for the product. Samples were not submitted for investigation testing. It is not possible to rule out samples as a cause of this event. The galileo operator's manual indicates "galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology."